Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2005: indications: ¿the patient is a 39 -year-old gentleman with a history of crohn's disease who is status post a bowel resection for this. He underwent at least two operations for his crohns disease and then developed a recurrent hernia which was repaired primarily. He now presents with symptoms of a bulge in the upper abdomen as well as one at the umbilicus. The risks, benefits and alternatives of the operation were discussed with the patient, and he agreed to proceed with the operation.¿ implant procedure: diagnostic laparoscopy with extensive lysis of adhesions, and repair of recurrent incisional hernia. Implant: gore® dualmesh® biomaterial (1dlmc07/03731787). Implant date: (B)(6) 2005 (hospitalization dates unknown). Description of hernia being treated: ¿the patient was brought to the operating room, identified by name, and placed on the operating room table in the supine position. He was administered intravenous antibiotics, and his abdomen was prepped and draped in the usual sterile fashion, a foley catheter was passed into the bladder with no difficulty. A large sheet of ioban was placed over the abdomen. We then started our operation by piecing a 0 degree scope and an endopath in the left upper quadrant under direct visualization, entering the abdominal cavity. An additional 5 mm trocar was placed on the left side of the abdomen and a tedious, extensive lysis of adhesions was performed using sharp dissection as well as minimal cautery. The omentun was densely adherent to the anterior abdominal wail as well as the transverse colon and a single loop of small bowel. These were all carefully taken down without any injury to the bowel. At that point, the defect was measured using a spinal needle and marking it on the abdominal wall. We also placed an umbilical tape and measured the defect internally.¿ implant size and fixation: ¿a piece of mesh was then fashioned to the appropriate size as mentioned above. Four quadrant sutures were placed in the mesh, and the mesh placed into the abdominal cavity. The mesh was then unrolled and the four quadrant sutures elevated to help hold the mesh against the anterior, abdominal wall. Using a 5 mm spiral tacker, we then circumferentially went around edge of the mesh and the peritoneum to have a least 3 cm of coverage of the fascial defect circumferentially. We then used a spinal needle and 0 prolene, and placed transfixing sutures circumferentially at 2 cm intervals. Approximately 25 to 30 sutures were placed in this fashion. The 10 mm trocar site was then closed with a suture passer. The 5 mm trocar was closed. Hemostasis was assured at all sites and then the transfixing sutures were tied down without difficulty. The skin sites were anesthetized, and the skin closed with 4-0 in a subcuticular fashion.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal; extensive adhesions; bowel adhered to mesh.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records for ventral hernia repair in 2004 were not provided. (B)(6) 2005: clinical sheet-surgery. Diagnosis: ventral hernia (recurrent). H/o crohns. Operation: lap vh repair. Drains: ø. Cultures: ø. Defect = 30 x 8 cm. Mesh = 30 x 15 cm. The records confirm a gore dualmesh® biomaterial ((B)(4)/03731787) was implanted during the procedure. Operative records detailing the implantation of a gore®dualmesh® biomaterial (B)(6) 2005 were not provided. Records between (B)(6) 2005 and (B)(6) 2016 were not provided. (B)(6) 2016: ed provider note. ¿hpi: history multiple abdominal surgeries. On remicade-age 22, diverticulosis of colon, gerd (gastroesophageal reflux disease). Past surgical hx: right hemicolectomy ileal resection 1991, ventral hernia repair 2004, cholecystectomy 2004, dr. Church resection ileum 2002, small bowel resection x3. Abdominal: left upper quadrant is tender to palpation. Minimally distended. Ed course: presents with increased abdominal pain and rectal bleeding. Does have discontinue of any [sic] of the mesh placed for previous hernia. Follow up with his gi physician.¿ (B)(6) 2016: CT abdomen and pelvis. ¿impression: postoperative changes related to prior ventral hernia repair with mesh. There is focal discontinuity of the mesh with herniation of nondilated loops of small bowel through the mesh defect. There is no evidence of bowel obstruction. Nonobstructive left nephrolithiasis.¿ (B)(6) 2016: office visit. ¿pain in abdomen in llq¿hurts at night when lays down and has nausea when lying down-ventral hernia hx. Long-term steroids since 22¿teeth falling out. Assessment and plan: crohn¿s dz; currently having a lot of abd pain, unclear if from fibrotic process from previous surgery or 2; gastroenterology appt. Hx of multiple abd surgery. Pain in llq, tender to palpation, possible fibrosis/adhesion from previous surgery, partially or non-obstructive given recent hx of numerous bms; gastro surg referral.¿ (B)(6) 2016: ed provider note. ¿presents with: abdominal pain; c/o crohn¿s flare up. Exam: abdomen: tenderness; hernia present. Ed course: no change in appearance of his hernia or change in his abdominal CT compared to his prior per radiologist¿s report. He was advised to follow up with his surgeon, dr. Church.¿ (B)(6) 2016: CT abdomen and pelvis. ¿impression: within the confines of an unenhanced exam, no acute CT abnormality identified. Stable appearance with respect to the midline ventral abdominal wall hernia containing nonobstructed loops of small bowel and associated mesentery. Nonobstructive left nephrolithiasis.¿ (B)(6) 2017: office visit. ¿has been picking up his 25 pound grandson; found to have hernia that is bothering him. Pain is now at discomfort; has pain with lifting and has pain during the night. Planning on seeing surgery. Sleep is disrupted-trying to wear CPAP, but has pain and discomfort with hernia and this is waking him up. Weight: 99.8 kg (220 lb). Bmi: 33.45 kg/(m^2). Assessment/plan: ventral hernia. Abdominal pain-has noticed improvement with change of behavior-not lifting as much. Crohn¿s disease-has upcoming gi appointment and remcade [sic] treatment, bowels currently stable.¿ (B)(6) 2017: office visit. ¿follow from ER. With sticturng [sic] ileal crohns. Takes care of grandson monday through friday. Is picking up grandson. Realized it was pain in hernia from lifting grandson. Has discomfort but not pain that he can¿t tolerate. Always at the end of the day. He wears binder and patches; this is working. CT impression: postoperative changes related to prior ventral hernia repair with mesh. There is focal discontinuity of the mesh with herniation of nondilated loops of small bowel through the mesh defect. There is no evidence of bowel obstruction. Assessment/plan: he has gone recurrently to ER with abdominal pain. He has had 3 CT but at least 2 were noncontrast, but they did not suggest active crohn¿s. He acknowledges abdominal wall pain at site of hernia. He is interested in another attempt at hernia repair. We discussed that his weight is an issue, and he is going to try to work on diet and activity. Suggest wearing abdominal binder during the day when he is most active. He may require going to person specializing in complex hernia repair. In the meantime, this symptoms and history are not consistent with crohns flare but to verify needs colonoscopy. Avoid steroids (should not be given in ER).¿ (B)(6) 2017: CT abdomen and pelvis. ¿procedure reason: abdominal pain. History: abdominal pain since colonoscopy last week. Bones/soft tissues: stable postsurgical changes related to previous ventral abdominal wall hernia repair with stable recurrent or residual midline ventral abdominal wall hernia containing nonobstructed loops of small bowel. Small stable fat containing left inguinal hernia. Impression: no evidence of acute intra-abdominal or pelvic process or significant interval change from 12/24/16. Stable recurrent midline ventral abdominal wall hernia containing nondilated loop of small bowel.¿ (B)(6) 2017: ed provider note. ¿presents for complaints of acute on chronic abdominal pain. Discussed with patient the need to get expedited follow-up for his symptomatic umbilical hernia. Scheduled appointment in 2 ½ days with the surgeon who is going to see him.¿ (B)(6) 2017: office visit. ¿here today at request of nicholas s. Libertin iii, md for my opinion regarding upper abdominal pain with bulge. He does some heavy lifting. Impression: reducible recurrent incisional hernia. Plan: discussed surgical options for repair of recurrent incisional hernia including open vs. Laparoscopic approaches. Indications, risks, and benefits were discussed. I discussed risks including infection, bleeding, hematoma, postoperative pain, recurrence, and nerve entrapment. He agrees to proceed with laparoscopic (probable open) repair of recurrent incisional hernia.¿ (B)(6) 2017: ed provider notes: ¿presents for complaints of acute on chronic abdominal pain secondary to an incisional hernia. Has seen gen. Surgery the las 24 hours and have scheduled operation for this. Reports pain is worse. A CT scan here shows no evidence of incarceration or strangulation. Recommend symptomatically control and follow-up with his surgeon.¿ (B)(6) 2017: xr abdominal series. History: abdominal pain. Comparison study: kub dated 10/10/14. Findings: there are no abnormally dilated loops of small bowel. Evidence for prior laparoscopic ventral hernia repair. Impression: findings consistent with a diarrheal illness. Nonobstructive bowel gas pattern.¿ (B)(6) 2017: CT abdomen and pelvis. History: patient presented to the emergency department with abdominal pain. The patient has incisional hernia. Evaluate for acute process causing abdominal pain. Comparison: previous abdominal CT from 01/23/17. Result: gi tract: status post anterior abdominal wall hernia repair with mesh placement. Evidence of hernia recurrence which appears containing contrast filled small bowel loops with no distention. Pelvis: there is fat containing inguinal hernias. Impression: no acute abnormality. Anterior abdominal wall hernia with no evidence of bowel obstruction.¿ (B)(6) 2017: ed provider notes. Attending note: patient elbowed in his abdomen. States being elbowed cause a lot of abdominal pain. CT negative.¿ (B)(6) 2017: history and physical examination. Scheduled for lap incisional hernia repair, probable covert [sic] to open at the request of dr. John a. Costin iii for consultation. Complains of abdominal pain. He does some heavy lifting. Assessment: crohn¿s disease on remicaide [sic]-last dose (B)(6) 17, and imuran-per prescribing physician-(B)(6)-advised to continue imuran. Asa class: 3.¿ (B)(6) 2017: operative report. ¿procedure: 1) laparoscopic repair of an incarcerated recurrent incisional hernia with 6 x 7 cm defect covered with 10 x 15 cm ventralite mesh. 2) laparoscopic lysis of adhesions for 2 hours.¿ preoperative diagnosis: ¿incarcerated recurrent incisional hernia. Postoperative diagnosis: same.¿ indications for procedure: ¿this is a 50-year-old male, who was seen and evaluated in the office for an incarcerated recurrent incisional hernia.¿ details of procedure: ¿attention was placed to the left lateral abdomen and a transverse incision was made. Dissection was carried down through the subcutaneous tissues onto the underlying fascia. The fascia was divided transversely and 0 vicryl anchoring sutures were placed on both sides of the fascia. The muscles were then split in line with their fibers using s retractors, and the posterior fascia was divided. The peritoneum was entered, and using this open hasson technique, a 12 mm hasson port was placed, anchored in position with previously placed 0 vicryl anchoring sutures and pneumoperitoneum was now established using co2. An angled laparoscope was placed into the abdomen, and attention was placed to the ventral abdominal wall where we were greeted with omentum against the anterior abdominal wall. Incisions were created in the left and right lateral sides with 5 mm bladeless trocars which were introduced under direct laparoscopic visualization. A harmonic scalpel was used to perform a laparoscopic lysis of adhesions. This was very challenging due to adhesions of bowel into the hernia and onto prior mesh. It took 2 hours of meticulous dissection laparoscopically with endoshears to take down all the adhesions. We next proceeded to take measurements and from the superior most fascial defect down to the inferior most facial defect, a distance of approximately 7 cm was noted, and from right to left 6 cm, the most lateral borders of the fascial defects measured out at approximately 6 x 7 cm. As a result, I elected to perform the repair using a 10 x 15 cm sepramesh. This was brought to the operative field and at the 12 o¿clock, 3 o¿clock, 6 o¿clock, and 9 o¿clock positions on this mesh, the covidien equivalent of 0 nylon was placed to the mesh and tied down as 4 anchoring sutures onto the mesh. The mesh was now introduced through the 12 mm hasson port, intracorporeally unrolled and oriented in the proper position. For a distance of greater than 2.5 centimeters inferior to the inferior most fascial defect, a small skin nick was made, and a percutaneous suture passer was directed into the abdomen and used to grab 1 end of the suture. Through that same skin stab incision, it was replaced to grab the other end of the suture in the corresponding location. This was then brought through the abdominal wall, and a hemostat was placed. The process was repeated left laterally, right laterally, and superiorly. Now, all of the transfascial sutures were tied down to transfascially affix the mesh at those 4 locations. Following this, a protacker was brought to the operative field and placed to the left lateral port and used to tack the right side of the mesh circumferentially. The process was now repeated by placing tacks to the right lateral port and tacking the left side of the mesh. The mesh was tacked in a double row. Once this was completed, the pneumoperitoneum was released. All ports were removed. The previously placed 0 vicryl anchoring sutures were utilized to close the fascia in the hasson port site, and the subcutaneous tissues were reapproximated with 3-0 vicryl sutures and the skin was closed with 3-0 monocryl subcuticular sutures and a sureclose glue was applied. Pressure dressing with abdominal binder was then placed.¿ there is no mention of gore device removal in records. (B)(6) 2017: office visit. Hpi: left lower quadrant pain. Surgery on (B)(6) for hernia repair. Was recovering well until 1.5 days ago. Then yesterday pain increased; went to mercy ed last night. Abdomen: + left lower quadrant tenderness with minimal palpation, incisions well healing, no visible erythema, no drainage, + bs. See CT results below. Complex fluid collection posterior to the ventral herniorrhaphy, mesh of the anterior abdominal wall. Differential considerations might be a seroma, resolving hematoma. Underlying infected fluid and/or abscess not excluded. Will need further evaluation.¿ (B)(6) 2017: office visit. 15 days postop from laparoscopic repair of incarcerated incisional hernia and laparoscopic adhesiolysis x 2 hours. He has had severe pain a few days ago and went to mercy ER and his pcp. CT likely postop intraabdominal hematoma. Imp: satisfactory course.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.